Event description:
A customer reported a malfunction with their pump, specifically a malfunction code labeled as malf 1, and it persisted even after attempting to reset the device. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer with resetting the pump and decided to send a replacement pump with updated software. The customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted. The customer was advised on handling the replacement process, including using the g7 sensor correctly and the procedure for returning the faulty pump. The customer acknowledged all instructions provided.